Manufacturer narrative:
Physio-control performed a clinical evaluation of the reported event. It was determined that based on the lack of an electronic patient event record being available for review, it is unknown if the reported device failure contributed to the death of the patient. Upon the initial evaluation of the device performed by the failure analysis center, it was determined that the device caused a higher than normal current leakage and the battery included with the device was depleted to 3.3 volts, which is not enough to power a device. Upon further evaluation of the device with a charged battery, the device would not power on. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control performed a clinical evaluation of the reported event. It was determined that based on the lack of an electronic patient event record being available for review, it is unknown if the reported device failure contributed to the death of the patient. Upon the initial evaluation of the device performed by the failure analysis center, it was determined that the device caused a higher than normal current leakage and the battery included with the device was depleted to 3.3 volts, which is not enough to power a device. Upon further evaluation of the device with a charged battery, the device would not power on. Physio-control will replace the main pcb assembly to resolve the reported failure. Once proper device operation is observed through functional and performance testing, the device will be returned to the customer for use. Supplemental information: physio-control did replace the main pcb assembly and the device has been returned to the customer. Physio further evaluated the removed main pcb assembly in the failure analysis center and the cause of the reported failure was determined to be an open land on the pcb assembly. The open land connects transistors q25 leg 1 to q11 leg 1.

Event description:
It was reported that the patient collapsed (witnessed) at a public softball field and CPR was administered immediately. Within an estimated two (2) minutes bystanders grabbed the nearby device, which was approximately 1000 feet from the patient. When the bystanders attempted to power the device on, the device would not power on. CPR was being administered constantly and approximately 5 minutes from the 911 call, the local ems arrived and applied their defibrillator/monitor where a ventricular fibrillation rhythm was noted. The patient was then shocked six (6) times. The patient did not survive the event.

Manufacturer narrative:
(B)(4): physio-control performed a clinical evaluation of the reported event. It was determined that based on the lack of an electronic patient event record being available for review, it is unknown if the reported device failure contributed to the death of the patient. Upon the initial evaluation of the device performed by the failure analysis center, it was determined that the device caused a higher than normal current leakage and the battery included with the device was depleted to 3.3 volts, which is not enough to power a device. Upon further evaluation of the device with a charged battery, the device would not power on. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.